Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply. The patient electronic unit's power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems power supply was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen. When the returned power supply was plugged into an outlet with the returned power cord the green light indicating if the power supply is on was not lit. A golden i3 unit was powered on successfully multiple times with the returned power cord in conjunction with a test power supply. The reported issue was confirmed due to the exposed wires on the power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.